Manufacturer narrative:
Complaint (B)(4). No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. There is no alleged malfunction in the complaint description. Needlestick occurred while phlebotomist was retracting needle, following protocol, due to the patient jerking. No further information or clarification was received from the customer after multiple attempts. The complaint is not justified.

Event description:
Customer advised needle stick occurred with greiner butterfly needle. This was the phlebotomist's first needlestick after 20 plus years of phlebotomy. The phlebotomist was following outlined protocol. The patient jerked as the phlebotomist was retracting the needle [after blood draw] and the needle poked the phlebotomist in the pointer finger that was holding gauze over the draw site.